Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. Visual inspection confirmed the reported issue. The syringe was returned for evaluation. The barrel was molded with an inclusion creating the appearance of the reported condition. The barrel was cut open and it was confirmed that the particulate was not loose in the barrel, but molded into the part. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. In an injection molding process, plastic is heated to a liquid state and then injected into a mold. There are various heaters that ensure the plastic is the right temperature to produce the parts to specification. If the molding process is stopped or interrupted, plastic can become too hot and burn onto the process heaters. During the process, this plastic can release from the heater and become molded into the product. The most probable root cause for the reported condition is that the process was interrupted and the plastic became too hot and burnt onto the heater and released later in the process and was molded into the part. It appears that this was an isolated incident and all visual inspection of the parts passed the acceptable quality limit (aql) requirements. Training will be conducted with all associates to heighten awareness of the reported condition. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer reports that one of the 6ml syringes that they were going to use seems to have a black substance inside the tube. The customer reports that it possibly looks like mold or plastic that is stuck inside the syringe.